Event description:
It was reported that customer experienced pump malfunctions, including that pump did not charge and did not upload. There was no reported impact to the customer¿s blood glucose level. Customer¿s representative requested assistance with therapy replacement while pump remained under warranty, and technical support was expected to follow up, but no additional information was received regarding the outcome of the event.